Manufacturer narrative:
The device has been received for evaluation. However, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported, that the pump's usb port was damaged. And charging cable got stuck in port. Cable broke upon trying to remove it from pump. The customer's blood glucose level was 91 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.